Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that when taking the clip out of the scope, the end of the control wire was observed to be sharp and pricked the physician's right index finger. Reportedly, the coil at the proximal section was noted to be kinked. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that when taking the clip out of the scope, the end of the control wire was observed to be sharp and pricked the physician's right index finger. Reportedly, the coil at the proximal section was noted to be kinked. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: problem code 2976 captures the reportable event of exposed end of delivery catheter/control wire traumatic. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. The catheter and the control wire were found kinked at the most distal section. Additionally, it was observed that the control wire was bent and the hypotube was not attached to the distal section of the control wire. The handle was disassembled for further analysis and no visible failures were noted. Dimensional analysis was performed on the flattening wire, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.